Event description:
The manufacturer received information alleging a ventilator had a failure of its internal battery. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, error codes related to the internal battery were observed. The device's internal battery and power management board were replaced to address the issues. An issue related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.